Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope, had no image. The issue was found when preparing the device for use during an unknown diagnostic procedure. The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation found the device performed as normal; however, the connecting tube was found to be worn due to normal wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be confirmed; the device performed to specification. The root cause of the reported issued could not be determined. The event may be detected by following the instructions for use section below: ·¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.